Event description:
It was reported that during da vinci-assisted sacrocolpopexy, while dissecting and cauterizing, unspecified tissue was getting caught between wrist and insulation of a long bipolar grasper instrument. The tissue was released using another instrument, and minimal bleeding occurred, which was controlled by switching to a long bipolar instrument and cauterizing as usual. It is unknown if the tissue was excised due to the event. The surgeon reported no impact on the procedure or the patient's health, and there are no concerns about long-term complications. The procedure was completed robotically as planned. The patient experienced no post-operative complications, was stable, and discharged home. The instrument is being returned to intuitive surgical, inc. (Isi) for evaluation. No photos or videos of the event are available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the long bipolar grasper instrument to perform failure analysis at the time of this report.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6, h11. Device evaluation: intuitive surgical, inc. (Isi) received the long bipolar grasper instrument to perform failure analysis. The instrument was analyzed and found to have thermal damage on the bipolar yaw pulley near the distal clevis. Material appears to have burnt off from the charring that occurred near the distal clevis. Components adjacent to the yaw pulley did show thermal damage. Additionally, the instrument was found to have damage of the conductor wire¿s insulation at the yaw pulley. There were no material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. Components adjacent to the damaged wire insulation did show damage.

Event description:
Refer to h11 for follow-up information.